Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, surgeon reported that the wrist axis on a medium-large clip applier instrument on arm3 moved unintentionally after clipping several times during the procedure. Customer replaced instrument with new one and the procedure finished as planned. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained to customer the possibility that this problem could be caused by engagement failed, but they decided to return it later. Tse explained how to return instrument. The procedure was completed with no reported injury. Isi contacted the surgeon and obtained the following information: the issue occurred immediately after clipping. From approach to clipping, the instrument moved as commanded. The issue was not related to unexpected motion of clip applier while attempting to clip. The clipping was done without any problems. After clipping, the tip behaved as it was scooping up the blood vessel. The surgeon doesn't know how many times the clip applier was used during the case. The issue was resolved by using a backup instrument. The surgeon is still deciding whether to return the clip applier or not.

Manufacturer narrative:
As of the date of this report, the medium-large clip applier instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.